Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-region were lifted from the crimped profile. The undamaged stent od (outer diameter) was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the seriously tortuous right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion and was lifted when withdrawn. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the seriously tortuous right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion and was lifted when withdrawn. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was stable.